Event description:
The patient reported that she had v-go 30 devices falling off during use in the past, most recently on (B)(6) 2022. The devices are not available for return because they were discarded. Additional information revealed that the patient has had issues with the devices coming loose and falling off in the shower. The patient replaces the devices right away. Exact dates of events were not provided.